Manufacturer narrative:
This follow-up report is being submitted to correctly add an h6 code that was omitted in the initial report. H6. Medical device problem code a040601 (deformation due to compressive stress) was not included in the initial MDR and is now correctly added.

Manufacturer narrative:
D1 brand name revised. The investigation was completed. Investigation summary: the cause of the hemodynamic instability was undetermined due to insufficient clinical details and no product return. The cause of the failure to advance was determined to be an adverse event related to the anatomy of the patient. The cause of the catheter product damage was undetermined due to insufficient clinical details and no product return.

Event description:
Clinical rationale: an impella 5.5 device was inserted via the right axillary artery in a 62-year-old female patient presenting with postcardiotomy cardiogenic shock / low cardiac output syndrome (pccs/lcos) and a medical history significant for coronary artery disease (cad). Surgical access was obtained to the right axillary artery, and a 10-mm vascutek gelweave graft was placed. A peel-away sheath was inserted, and a pigtail catheter with a 0.035 wire was used to cross the aortic valve. The 0.035 wire was removed, an impella 0.018 wire was placed, the pigtail catheter was removed, and the impella 5.5 device was loaded onto the wire. Upon advancement of the device into the right axillary artery, extensive resistance was encountered per the cardiothoracic surgeon. After multiple attempts to advance the impella 5.5, the surgeon elected to remove the device and a second device was placed. The surgeon noted that the vessel size was small, though it was initially not anticipated to impede device advancement. The reported events are failure to advance, device revision or replacement, medical device removal, and hemodynamic instability. Although the case is coded for product malfunction, the impella 5.5 is being conservatively reported for serious injury due to a temporary interruption of hemodynamic support during the device exchange; however, the exchange was performed with no consequence to the patient, and hemodynamic support was maintained.

Manufacturer narrative:
A4 weight is unknown device status. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.